Event description:
This report pertains to two spyscope ds ii catheters and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that the two spyscope ds ii catheters and a spyglass ds controller were used in the common bile duct during a cholangioscopy for indeterminate stricture procedure performed on (B)(6) 2022. During the procedure, it was noted that the fan on the spyglass ds controller runs at the maximum speed. In addition, the light on the spyscope ds ii was intermittent. Another scope was opened however, same problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass ds digital controller was analyzed by enercon technologies, and a visual evaluation noted that the bumper had damaged. A functional evaluation noted that the catheter interface contacts are contaminated with a white chalky material. This chalky material was creating a barrier between the catheter contacts and the scope contact pads thus preventing a stable, consistent video. Replacement of contacts required. Per the evaluation conducted by enercon technologies, the catheter interface contacts were contaminated creating a barrier between the catheter contacts and the scope contact pads thus preventing a stable, consistent video. The reported complaint was confirmed. A risk review confirms this is not a new or unanticipated event. As per report attached, a device history record review conducted by enercon, it was confirmed that the device met all manufacturing specifications. It is likely that the reported event could have been caused by factors related to wear and tear, handling, improper routine or preventative maintenance of the unit. Based on all gathered information, the conclusion code selected for this event is cause traced to maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot.

Event description:
Note: this report pertains to two spyscope ds ii catheters and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that the two spyscope ds ii catheters and a spyglass ds controller were used in the common bile duct during a cholangioscopy for indeterminate stricture procedure performed on (B)(6) 2022. During the procedure, it was noted that the fan on the spyglass ds controller runs at the maximum speed. In addition, the light on the spyscope ds ii was intermittent. Another scope was opened however, same problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.